Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric bypass, while creating a pouch, the tech did not cycle before passing the device to the surgeon. Reload did not appear to engage at all with tissue. The surgeon got a new handle and reload to complete the case. There was no patient injury.